Manufacturer narrative:
MDR 9618003-2019-14752/ device 3 of 10. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that upon visual inspection of products, it was found that 10 wafers from 1 market unit had an off-centered starter hole. Out of these 10 products, only 1 was used and the remaining were unused. She experienced a feeling of pressure on her stoma with the one wafer that she had used. The wafer was in place for 30 minutes. She removed the wafer and replaced it with a wafer with the pre-cut hole centered correctly. She states the feeling of pressure on her stoma subsided completely. She experienced no further issues. Her usual wear time was 4 days. No photo is available at this time.